Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Added pi to the unique device identifier (UDI)# field. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that "inv dsp" infusion ran an extra twenty (20) minutes longer than expected. There was patient involvement but no harm. Although requested, no additional information was provided by the customer.

Event description:
It was reported that "inv dsp" infusion ran an extra twenty (20) minutes longer than expected. There was patient involvement but no harm. Although requested, no additional information was provided by the customer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: unique identifier (UDI) # additional information: manufacturer narrative. Investigation summary: the reported complaint of an under infusion was not confirmed through log review or reproduced during laboratory testing. ¿ laboratory testing showed the pump module was delivering fluids within specification. ¿ review of the pcu event log showed, on 05 june 2024 at 1.18 pm, the pump module completed a programmed guardrail infusion of an investigational drug (drugld= 312) at a rate of 147 ml/hr (vtbi= 268 ml). ¿ between 1:18 pm and 1:38 pm, the pump module was selected six (6) times and programmed for additional volume to infuse each time. ¿ at 1 49 pm, the infusion completed on schedule and transitioned to kvo (rate= 10 ml/hr) before being channeled off; the pcu was powered off. ¿ total volume infused of investigational drug (drugld= 312) was calculated as = 342 224 ml ¿ review of the logs could not determine the amount of volume in the IV bags at the start or end of the infusions it is also not possible to determine what the fluid is that is contained within the IV container the pcu event log only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ the setup of the system and the medication bag at the time of the reported event could not be confirmed. ¿ review of the pcu error log showed no errors were recorded on the reported event date ¿ external and internal inspection of the suspect pump module found incidental findings with no relation to the reported complaint ¿ inspection and laboratory testing of the event administration set could not be performed because the set was not returned for investigation ¿ it is not known if any of the following conditions may have existed at the time of the reported incident per product labeling, alaris system user manual (v9), it states within warnings and cautions of the loading instructions. ¿ do not touch the administration set while closing the door. ¿ ensure tubing placement is over pressure sensors. ¿ ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. ¿ it should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of under infusion was not identified. Laboratory testing showed the pump module was delivering fluid within specification. Note that this report lists imdrf annex a040506, a040502, a0404, a1801, g04037, g0301201, g02017, g04070, c070606, c0601, d01, d15, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that "inv dsp" infusion ran an extra twenty (20) minutes longer than expected. There was patient involvement but no harm. Although requested, no additional information was provided by the customer.